Event description:
Instrument failure - due to the tip of the acetabular positioner broke. A back up positioner to used in it's place.

Manufacturer narrative:
The reason for this instrument failure was reported as the tip of the acetabular positioner broke. The possible time in service of the main contributor of this complaint is 1 year and 4 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The broken tip of the device was discarded and instrument was evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of the instruments that are related to the reported issue. Complaint database review shows fifty-five prior complaints filed against the instrument item number that reports a similar failure. Those are 2 - threads damaged/galled and 52 - broke/cracked/damaged. Review shows no prior complaints against the instruments lot number that report a similar failure. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination, the threaded tip of the positioner, fmp acet is broken off (tip not returned). Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.